Event description:
It was reported that the patient had a nerve conduction study done. The patient was informed by his healthcare provider (hcp) that it was safe and that the implantable neurostimulator (ins) had to be turned off. After the test, the patient turned the ins back on, and ever since then had not been able to go to the bathroom. The reporter stated that it felt like the patient "was going to explode, but couldn't go." It was confirmed that the ins was on at the time of the report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3093-28, lot# v157978, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer. (B)(4).